Event description:
It was reported that the device had displayed error code 210.5020. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Annex b: b22. Annex c: c20. Annex d: d16. Additional information: annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error 210.5020 was confirmed in error logs. ¿ on 1-oct-24, lvp was received unboxed and with paperwork. ¿ downloaded error logs and found error 210.5020 . ¿ dim display segment caused 210-5020. ¿ defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace lvp display board. ¿ failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 210.5020. There was no patient involvement.